Manufacturer narrative:
The reported event of IV set guide on membrane frame issue file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in (B)(4) cannot be conducted. The customer stated that there was no patient involvement.

Event description:
During a site visit, it was reported the IV set guide on the membrane frame was raised on the left side, and the right side was missing. There was no report of patient involvement.